Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years post a port placement, when the port system was removed, the catheter was allegedly found to be broken. It was further reported that since the catheter was broken and there is a hight possbility that the distal catheter segment has adhered to the tissue, considering the risk of removal, the doctor decided that the distal part of catheter remains inside of the patient's body and continues the follow-up observation. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port implantable port attached to a groshong catheter were returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. A complete circumferential break was noted at the distal end of the catheter and the edges of the complete circumferential break catheter were noted to be uneven. The surface was noted to be rough in one region and smooth in the other region. The distal catheter segment was not returned. Therefore the investigation is confirmed for the reported fracture and material separation issues. However, the investigation is inconclusive for the reported migration issue, as the exact circumstances at the time of the reported event cannot be verified. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h2, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately three years and four months post a port placement via the right internal jugular vein for chemotherapy, when the port system was removed, the catheter was allegedly found to be broken. It was further reported that the distal catheter segment remained from the vena cava to the right atrium. Reportedly, since the catheter was broken, and there was a high possibility that the distal catheter segment has adhered to the tissue, considering the risk of removal, the doctor decided that the distal part of catheter remains inside of the patient's body. The current status of the patient is unknown.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years and four months post a port placement via the right internal jugular vein for chemotherapy, when the port system was removed, the catheter was allegedly found to be broken. It was further reported that the distal catheter segment remained from the vena cava to the right atrium. Reportedly, since the catheter was broken, and there was a high possibility that the distal catheter segment has adhered to the tissue, considering the risk of removal, the doctor decided that the distal part of catheter remains inside of the patient's body. The current status of the patient is unknown.